Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver fentanyl. The indication for use was spinal pain. A volume discrepancy was reported. On (B)(6) 2016 the actual reservoir volume was 11 ml and the expected volume was 2.7 ml. It was noted that the healthcare professional (hcp) had been titrating the patient up once per week since fentanyl was put in the pump. The patient does not believe they are getting the medication because they are not feeling any different since implant ((B)(6) 2015). It was noted that the patient will see their hcp again on (B)(6) 2016 and be refilled at that time. Additional information was reported by the hcp on (B)(6) 2016. It was reported that the patient is asymptomatic and is being monitored for now until the patient's next refill in two weeks. If there is another volume discrepancy at the next refill a dye study would be ordered. The cause of the discrepancy and if the issue had resolved was unknown at the time of the report. Further follow up was done to determine if the volume discrepancy had continued.